Event description:
It was reported that the patient had a device replacement and revision due to pain at the pocket site two months ago. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
Additional information received reported that the patient experienced discomfort on the implantable neurostimulator (ins).